Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous sodium (na), chloride (cl), and potassium (k) results generated by au640 chemistry analyzer. Patient results were reported out of the laboratory. The samples were repeated and the lab amended 28 patient reports. The event's impact on patient treatment is unknown.

Manufacturer narrative:
The qc and calibration were within range prior to the event. On (B)(4) 2010 an alarm message was received for disconnected ise tubing. The customer connected the tubing. Service was not dispatched root cause for this event is the disconnected ise tubing disconnection during the run.